Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the na electrode on a cobas pro ise analytical unit. A doctor complained about the initial results, so the samples were repeated. The repeat results were deemed correct. The first sample initially resulted in a na value of 152 mmol/l. The sample was repeated on an istat analyzer, resulting in a value of 145 mmol/l. The sample was also repeated on a second cobas pro system, resulting in a value of 145 mmol/l. The second sample initially resulted in a na value of 154 mmol/l. The sample was repeated on an istat analyzer, resulting in a value of 144 mmol/l. The sample was also repeated on a second cobas pro system, resulting in a value of 144 mmol/l. The third sample initially resulted in a na value of 154 mmol/l. The sample was repeated on a second cobas pro system, resulting in a value of 123 mmol/l.

Manufacturer narrative:
The na electrode lot number was u6513. The electrode expiration date was requested, but not provided. The calibration and controls were acceptable. The sample centrifugation time was shorter and the speed was faster than recommended by the tube manufacturer. The field service engineer determined there was an issue with the vacuum and sipper flow paths. The vacuum and sipper nozzles were cleaned. The mixer, vessel, and reagent flow path were also cleaned. Ise checks, precision studies, calibration, and controls were run. The investigation determined the service actions resolved the issue.